Manufacturer narrative:
Concomitant medical product: pritubing, therapy date: (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the supply chain received items in which there were 2 leaks discovered at the same time. Leaking was noted at the connection between the manifold and cap connected to the y-site of the white lumen. The connection was scrubbed and re-secured. This area of leakage was reassessed and continued to leak. Upon closer inspection the customer noticed a crack in the sleeve of the on-bd manifold that was connected to the maxzero. Despite the cracked non-bd manifold, the customer believes the leak was at the connection site of the mz1000-07. The other leak was noted between the tko tubing and the maxzero cap of the PICC line's red lumen. The connection was scrubbed and re-secured. It was not reported if this corrected the leak. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the supply chain received items in which there were 2 leaks discovered at the same time. At 0947 upon assessment, leaking was noted at the connections between the manifold and cap connected to the y-site of the white lumen, as well as, a leak between the tko tubing and maxzero cap of the red lumen. Both of the leaking connections were scrubbed and re-secured with a plan to recheck the leaks in one hour. At 1045, the leakage areas were reassessed and found to continue to leak. Upon closer inspection the customer noticed a crack in the sleeve of the non-bd manifold that was connected to the maxzero. Despite the cracked non-bd manifold, the customer believes the leak was at the connection site of the (B)(4). There was no patient harm.

Manufacturer narrative:
Age at the time of the event: infant. The customer¿s report of simultaneous leaks occurring at the connections to 2 lumens was not confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Functional and pressure testing resulted in no leaking from any location along the tubing configuration at any time. The cause of the reported failure was not determined.

Event description:
The customer reported the supply chain received items from the nicu in which there were 2 leaks discovered at the same time. At 0947 upon assessment, leaking was noted at the connections between the manifold and cap connected to the y-site of the white lumen, as well as, a leak between the tko tubing and maxzero¿ cap of the red lumen. Both of the leaking connections were scrubbed and re-secured with a plan to recheck the leaks in one hour. At 1045, the leakage areas were reassessed and found to continue to leak. Upon closer inspection the customer noticed a crack in the sleeve of the non-bd manifold that was connected to the maxzero¿. Despite the cracked non-bd manifold, the customer believes the leak was at the connection site of the mz1000-07. There was no patient harm.